Manufacturer narrative:
The reported event of lead could not be inserted through the inner catheter was not confirmed. A complete lead was returned in one piece. Insertion test performed showed the lead successful inserted and removed all the way through the catheter. Other testing found no anomalies.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead was failed to advance in catheter. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.